Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
On the week of (B)(6) 2018, the customer changed all ise electrodes of the cobas 4000 c (311) stand alone system - c311. On (B)(6) 2018, the customer stated that they had questionable results for an unspecified number of patient samples tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on the c311 analyzer between (B)(6) 2018 and (B)(6) 2018. The customer provided data for one patient sample that had erroneous sodium, potassium, and chloride results which were reported outside of the laboratory to the doctor. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with a sodium value of 104 mmol/l which repeated as 136 mmol/l. The sample had an initial potassium result of 3.80 mmol/l, which repeated as 4.95 mmol/l. The sample had an initial chloride result of 77.3 mmol/l, which repeated as 102.4 mmol/l. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the sipper nozzle was bent. He replaced the sipper nozzle. He ran ise checks, calibration, and controls. Controls recovered within the customer's expected ranges. The analyzer was working within specifications.

Manufacturer narrative:
Further investigation confirmed the issue was resolved by the service actions.